Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: no scale on the syringe barrel. The scale marked on the syringe barrel is missing.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: no scale on the syringe barrel. The scale marked on the syringe barrel is missing.

Manufacturer narrative:
D.4. Medical device lot #: 3009475y was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.